Manufacturer narrative:
A full review of the device history record has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specs. There is no info to suggest that the device has not met the final release criteria. In this case, an aggressive landing and the stent graft being deployed at an angle caused the covering of the renal artery on the left side. There has been no device malfunction. The renal artery occlusion rate remains within clinical expectations and the risk/benefit remains acceptable.

Event description:
There was near total occlusion of the left renal artery ostium during the evar procedure. Long attempts were made to gain access to the artery to balloon or stent the ostium to improve flow. An angioplasty balloon was placed into the ostium from the axillary artery, however, the flow deteriorated and it was deemed that the renal artery had become fully occluded. Clinician acknowledged that it was an unnecessarily aggressive landing (37mm) neck. The clinician reviewed the films following the procedure and occlusion resulted from the top of the stent opening at an angle with the left side higher which should have been noted during the procedure. The pt has normal renal function but has not been re-imaged.